Event description:
It was reported that the scale was inaccurate due to shipping pins being left in the unit. The scale performed as intended once the pins were removed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.